Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for low battery less than one week after the battery was changed.

Manufacturer narrative:
No unexpected low battery alarm was noted. No low battery alarm was noted on the long history file. Sleep currents are within specification. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the display window.